Manufacturer narrative:
The hill-rom field technician gave the account part number and pricing for a replacement siderail. The account is meeting the hill-rom account clinical manager regarding upgrade options available before ordering the replacement siderail.

Event description:
Customer filed a user medwatch stating, "pt's head slipped through hole in right upper siderail. Plant operations cut rail and removed section. No injuries other than mild redness to right cheek and neck. Patient transferred to another bed with padded siderails applied."